Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018- 01595 .

Event description:
As reported, during a transfemoral valve in valve procedure in the pulmonic position, a 29mm sapien 3 valve was implanted in a pre-existing 29mm sapien xt valve. No balloon valvuloplasty was performed prior to the sapien 3 valve deployment. During deployment of the sapien 3 valve, when the balloon was fully inflated, the commander delivery system balloon ruptured. The sapien 3 valve appeared stable and no post dilation was performed. The patient was transferred in stable condition. During the same day, sometime post procedure, the implanted sapien 3 valve began to migrate. The patient was returned to the or. The sapien xt/sapien 3 valves were explanted. A new 29mm sapien 3 valve was implanted in a ¿direct vision¿ (surgical) procedure. At the time of the report, the patient was in stable condition. The location of the explanted valves is unknown. The new valve remains implanted it the patient.

Manufacturer narrative:
Per the instructions for use (IFU), device acute migration or malposition requiring intervention is a known potential complication associated with the transcatheter pulmonic valve replacement (tpvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 thv, edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. Deployment of the sapien 3 valve in a previously implanted sapient xt valve in the pulmonic position is currently not indicated per the labeling; therefore the instructions for use (IFU) and edwards training manuals do not instruct the operator how to position the sapien 3 valve in this scenario. In this instance, the case was not part of the clinical trial in progress and was considered off label use. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. While the exact cause of the event cannot be determined, investigation results indicate possible valve under inflation of the sapien 3 valve, possibly due to the delivery system balloon rupture at full inflation during valve deployment, may have contributed to the post procedure valve migration and subsequent explant of the sapien xt/sapien 3 valves. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
On 4/30/2018, the edwards clinical specialist at the case confirmed the correct aware date for this event as (B)(6) 2018.